Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi. The customer continued to use the pump for insulin therapy.